Event description:
It was reported that the insulin pump alarmed weak battery and then the display went blank. The customer's blood glucose was 110 mg/dl. There was no physical damage to the device. The device was not dropped or bumped, has not been exposed to moisture, the correct batteries are being used. Inserting new batteries into the device resolved the issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.